Event description:
Iabp catheter was noted to have blood in the helium tubing of catheter, onset approx 12 hrs after insertion. No alarm on console for gas leak, iabp catheter discontinued from pt. No apparent injury to pt, pt hemodynamically stable.